Event description:
It was reported by service report that the jack pump pedal was broken and both jacks could not be pumped up. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Pump tube weldment.